Event description:
Flaking noted with two stryker serfas energy 90-s 3.5 mm wands during use: wand 1) the black plastic flaked off the shaft. Wand 2) white tip chipped off. All wands with lot number 11195ae2 were removed from the shelves, and no further ones will be ordered with this lot number.